Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified anti-inflammation drug (dose, frequency and route not reported) for the event. The pd was ongoing during the hospitalization. On an unreported date, the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Additional information for date of event: on unreported date in (B)(6) 2016, the patient experienced peritonitis. Additional information for concomitant medical products: baxter pd4 1.5% 2 l. Should additional relevant information become available, a supplemental report will be submitted.